Event description:
A customer contacted baxter's technical service center to report having a check patient line alarm with the homechoice (hc) machine during prime. The home patient (hp) attempted to re-prime the patient line 3 times and the line would not prime. The technical service representative (tsr) asked the care giver (cg) if the patient line had the original cap on the line and the cg stated it did not. The cg noticed air in the patient line so the hp disconnected and got the hc back to prime. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg regarding the reported event. The cg stated she did not notice any visible damage or abnormalities with the cassette that was in use. The cg stated after discovering the air in the line, she disconnected the line from the hp and did not cap off the line because she was advised to start over with new supplies. The cg advised that the hp was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a check patient line alarm with air in the patient line was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. Per the customer the sample was discarded and a lot number was not provided, therefore no evaluation or batch review could be performed.